Manufacturer narrative:
Testing of the aortic punch received from the customer did not show any manufacturing defects or malfunction. When tested, the device engaged and disengaged without any jamming and functioned as intended. The root cause of the reported complaint condition is unknown. Quest will continue to monitor complaint trends.

Event description:
It was reported to quest medical by (B)(6) health that, during the use of an rcl40 aortic punch, the punch got stuck, causing a tear to the aorta. The surgeon had to repair the hole with a pericardial patch.